Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a pressure wound under the lifevest equipment. Patient described the area as pressure wound. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse prescribed with mepilex band aids for the skin irritation. Follow up indicated that the skin irritation improved.